Event description:
A user facility clinical manager reported via email about the issues of bain fistula needle. The needle lines are not clamping all the way, tubing is flimsy and leaving blood spills. The comment was made that the needles feel more flimsy; a trail of blood comes out of the needle when the safety device is engaged. Great care must be taken to ensure the needles does not come out the side of the safety device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).